Manufacturer narrative:
(B)(4).

Event description:
A report was received stating the ventilator malfunctioned. When the returned device was evaluated, a burned component was found on the control printed circuit board.

Event description:
A report was received stating a ventilator power cycled on and off. There was no patient involvement. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The returned ventilator was evaluated for the reported power cycling event. The covidien failure investigator replace the control board to resolve the reported event.